Event description:
During follow-up, the device was observed at "eos". Diagnostics indicated 54 clustered episodes of aborted charges; stored "egms" showed continuous noise that cleared up during charging with more than 255 noise reversions. The decision was made to explant the device.